Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation of the clip delivery system, the gripper lever was retracted for the first time, but only one gripper arm was coming up. The cds was not used and was replaced. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported gripper actuation issue could not be replicated in a testing environment as the clip was deployed and actuator coupler was withdrawn into the compression coil. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.